Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker device has not been working for a long time. The boston scientific technical services (ts) suggested to try interrogating the device but was unsuccessful. To date, the pacemaker remains implanted. No adverse patient effects were reported.